Manufacturer narrative:
(B)(4). When reviewing similar reportable events, we have found 7 cases (including this one) with similar event indication by the user (un-commanded movement of the sara 3000 causing injury) the trend observed for reportable complaints with the sara 3000 devices in general is considered to be low and stable, in particular compared with the daily use of the over 60,000 devices currently in the market. We have not been able to find any contributing manufacturing anomalies. From our evaluation it appears a number of use errors caused the event. The most relevant use error being incorrect operating with the lift device as it is stated in the instruction for use. It clearly depicts and explains the use of the safety features that sara 3000 lift is equipped with and which can be used in the situations when some parts are malfunctioning causing for example un-commanded movements have been used. The device was found not to be to the specification, while it was being used for patient treatment. The device played a role in the event due to a malfunction although our investigation shows that any risk was present not due to the malfunction, but due to the caregiver staff not following the instructions for use as supplied with the device. Caregiver rather than holding the patient who was safely situated in the sling, should stop the device using emergency stop and lower the patient on the chair or bed using emergency lowering. In conclusion the root cause of the complaint was found to be a use error relating to the device's operating as the received info and our evaluation as described above are showing that if the instructions for use had been followed the event could have been avoided. Based on the above, it appears most likely the device malfunction by itself did not directly cause an injury to the caregiver, but it was caused by use error: off-label use. We find this complaint to be reportable to the competent authorities. (B)(4).

Event description:
It was reported that the handset malfunctioned, causing an un-commanded movement and the lifting operation could not be stopped. The caregiver supported the resident in the sling to prevent a fall. The resident was not injured however the caregiver sustained a back injury.